Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving hydromorphone at 5.200mg/day and bupivacaine at 5.200mg/day, concentrations not reported via an implantable pump. The patient reported that she has been "falling a lot" and was trying to figure out why. The event date was noted as (B)(6) 2015. The patient thought if she had the healthcare provider turn the pump off the patient could determine if the pump was the cause. The patient stated she must pass out because her "hands don't go down my face does" and "I'm a horrible mess". The patient had a lump the size of an orange on her forehead. The lump was due to bleeding. The patient stated they were admitted to the hospital for the lump and was observed, no treatment was performed to resolve the lump. Clarification regarding whether the reported passing out and fall were device related, diagnostics performed, the cause of the passing out and falling, interventions and the outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported that they started having falls "6 months ago or so" it was in 2017. The patient also reported that they had more falls in the beginning of 2018 and they stopped having the falls about 2 months ago (relative to (B)(6) 2018). The patient's doctors don't know why the patient had been falling. No further complications were anticipated/reported.